Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized five days prior to the diagnosis of peritonitis. On an unreported date, the patient was treated with unspecified intravenous (IV) antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. IV antibiotic therapy was reported to be ongoing. On an unreported date during hospitalization, the patient's pd catheter was removed and pd therapy was discontinued. On an unreported date during hospitalization, the patient was started on hemodialysis. After eight days of hospitalization, the patient was discharged. It was reported the patient was recovering from the peritonitis event. Additional information was requested but is not available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd896415 and gd896597 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.